Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly found to be broken. There was no reported patient injury.

Event description:
It was reported that some time post a catheter placement, the catheter was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr bard d/l catheter in two segments was returned for evaluation. Gross, microscopic visual, functional testing and tactile evaluation was performed. A complete diagonal break was noted to the catheter approximately 3.0cm from the y-body. A complete circumferential break was noted on the distal end of the distal catheter segment. During microscopic evaluation, striations were noted throughout the edges of the complete diagonal and circumferential break of the catheter segment. Therefore, the investigation is inconclusive for the reported catheter fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.